Event description:
The customer reported approximately twenty milliliters of blue cleaner fluid leaked on the counter involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the I-beam tubing at pinch valve pv38, on the top fitting, came off. The fse replaced the I-beam tubing and resolved the issue. The fse replaced other tubing in the main diluter module as a preventive measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).